Event description:
A nurse reported the surgeon experienced a "burst of energy all at one time" leading to a posterior capsule tear during a cataract with intraocular lens implant procedure. The patient was referred to a retina specialist for a vitrectomy and to remove the debris from the vitreous cavity.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was manufactured on october 25, 2010. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).